Event description:
It was reported the epg (external pulse generator) has damaged sockets and battery cover. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the board connector cables were disconnected from the display board and the device would not power on. It was confirmed that the battery drawer and output connectors were broken. It was also noted that the lower case was broken, one side bail cover was broken, the ring cover was contaminated and the battery drawer o-ring was missing.